Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user presented at the clinic on (B)(6)with the complaint that they were not responding to any sounds with the device for 2 days. The user fell on the floor 2 days prior to this. There was no high-grade fever reported, no swelling or redness around the implant site noted. No other medical problems were reported. The user will be re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Other damages found are most likely related due to explantation surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user presented at the clinic on (B)(6) 2019 with the complaint that they were not responding to any sounds with the device for 2 days. The user fell on the floor 2 days prior to this.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user presented at the clinic on (B)(6) 2019 with the complaint that they were not responding to any sounds with the device since 2 days. The child had slipped and fell on the floor 2 days prior to this.